Manufacturer narrative:
. E1 - name and address: address: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During a percutaneous nephrolithotripsy procedure, the user detected that the basket could not be opened completely, then immediately changed to a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrections: h6: annex a and g. Investigation / evaluation: during a percutaneous nephrolithotripsy procedure, the user detected that the basket could not be opened completely, then immediately changed to a new one. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One ngage nitinol stone extractor was returned in an open package with label. Handle will actuate basket. A basket wire was observed to be broken. Basket appears to close as it should. The issue observed with the returned device was different to the initial report. A functional check indicated the basket could be opened and closed as intended. A visual inspection with the handle in the open position noted a basket wire was observed to be broken. Its possible the wire broke when the user was having difficulty opening the basket. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformance's that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Because there were no related non-conformance's, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other related complaints from the lot had been received from the field. It was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device provides the following information: suggested handling instructions for extractors and forceps: important: excessive force could damage device. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.